Manufacturer narrative:
The device has not yet been returned to the (B)(4) office. If and when it is returned, it will be evaluated.

Event description:
The purchase manager, mrs. (B)(6), from the hospital in (B)(6), received an incident declaration from a nurse. The incident occurred the (B)(6) in the surgery service: the lancet didn't retract and the nurse has been injured. The lancet used has been disposed of and the nurse didn't know the lot number. The nurse is safe as she knows the viral load of the patient is negative. Last week, week 29, the same nurse has had the same incident but she has not been injured. This time, she kept the lancet used and gave the lot number to the (B)(4) office. This event is being reported as the device is also sold into the us, though this lot number was not distributed in the us.